Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 11/21/2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and had a low event. Patient reported that they were having lunch and their son heard them fall. Patient's husband found the patient passed out at the table and administered glucagon and put sugar on the patient's gums. After the glucagon was administered the patient was fully recovered and did not need to go to the hospital. The patient stated that the intermittent audio caused them to pass out. At the time of contact, the patient was doing well. The receiver was returned for evaluation and was determined to be in good condition based on external visual inspection. Global receiver functional testing was unable to be performed due to the occurrence of "call tech support" on the display of the receiver. Global receiver communication tool was used to verify the audio tone from the receiver. Drop testing passed with no intermittent audio failures. Receiver data log did not contain any issues related to the customer complaint. The reported fault could not be reproduced with the receiver. The customer complaint of intermittent audio output was not confirmed. A root cause could not be determined.